Manufacturer narrative:
Per medical review - reportedly, trailing haptic tore off in the injector during insertion, requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. The replacement lens was loaded into a new injector and was successfully implanted. No reported postoperative sequelae. According to the report dated on (B)(6) 2015, the nurse stated that lens damage was caused by either excessive injector use or lack of viscoelastic. Given all this information , the reported event was due to a user error and was not related to the device. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's right eye. The lens flipped during insertion into the eye. The physician was not sure if the lens was inserted upside down or not, he was not able to tell. To be on the safe side he decided to remove the lens, the incision was enlarged to remove the lens. Another lens, same model and size was implanted with no patient injury. No suture was needed.

Manufacturer narrative:
Pt weight:unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of dried up surgical residue on lens surface. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).